Manufacturer narrative:
The device is not available for investigation. Additional information was received ((B)(4) 2010) confirming the dilatation procedure had been successful. Note: the recent recall related to this product was related to problems of non-inflation or slower inflation/deflation of the neuroballoon catheter, and was related to a manufacturing problem. The involved lot was not subject of the recall, and the reported problem is different. Device history records of the catheter 7cbd10, lot 0152964 were reviewed and did not reveal any anomaly. No similar complaint was received for this lot number. A review of integra complaint tracking database since (B)(4) 2007 revealed 5 complaints of "burst catheter" or "breakage of the tip". During this period, over 8,700 neuroballoon catheters have been sold. The complaint rate for this kind of incident is 0.06%. Given the description of the event and the lack of returned product, the root cause could not be determined. The neuroballoon catheter is intended for dilatation of cerebral membrane fenestration under endoscopic visualization. The instructions for use warn that the neuroballoon catheters are extremely delicate instruments: extra care must be taken in their handling and use. They also state that risk of incident such as balloon rupture may potentially occur during procedure. This risk is minimized when following the instructions for use. Balloon ruptures are rare during straightforward dilatation procedures, but may be more frequent in more complex procedures (cysts, thick membranes). The device risk analysis was reviewed and does not need to be updated. No further investigation nor corrective action was deemed required. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
An integra neuro balloon catheter was involved in a procedure and the following occurred; the doctor inserted the catheter and had tried to inflate the balloon when it exploded. The surgeon could not use another catheter as there was none available. There was no harm to the patient, no delay in surgery and the dilatation procedure had been successful. Further information related to the patient is not available.